Manufacturer narrative:
As of today, the lead remains in service with no changes in device programming. It was reported that the physician had not determined a course of action for this patient and lead yet. This investigation will be updated should further information be provided. Boston scientific received additional information regarding this case. The physician elected to revise the system. The chronic right atrial (ra) and right ventricular (rv) leads were surgically abandoned and the device was explanted. A new rv lead and a new device were implanted on the patient's right side. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, this right ventricular (rv) lead exhibited increased pacing thresholds. At the previous follow-up, the threshold measurement was 3.5v@0.4ms. Now, during threshold testing, loss of capture was observed at 7.5v@2.0ms. Troubleshooting was performed, and printouts were sent to technical services for review. Technical services confirmed the loss of capture in rv pacing. Rv pacing and shock impedance measurements were stable, while the intrinsic r-wave measurements had decreased. It was noted that only 2% of pacing was delivered for brady therapy. However, the device was programmed to deliver anti-tachycardia pacing (atp), which would be ineffective due to the loss of capture. The patient was not pacemaker-dependent, and no asystole was observed. No adverse patient effects were reported.